Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: jdw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery a 1.6mm wire for a 4.5mm cannulated screw broke when it was inserted into the bone. The surgeon was using a stryker cordless drill. The broken part of the wire was not retrieved by the surgeon and remains in the patient. There was no harm to the patient and no delay in surgery. This report is 1 of 1 for complaint (B)(4).